Manufacturer narrative:
All available information was investigated, and the reported leak was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported leak during prep could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: medical device problem code: 1371.

Event description:
N/a.

Event description:
It was reported that during preparation of a steerable guide catheter (sgc), the hemostatic valve was not sealing properly, and the sgc immediately began to leak. Troubleshooting was performed, but the valve continued to leak. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.